Event description:
It was reported that an unknown patient underwent a afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve became dislodged. It was reported that the hemostatic valve on the vizigo sheath became dislodged when introducing the dilator, during prep, before use in the patient. The physician exchanged the sheath with another vizigo to continue. It was also reported that mid procedure a force sensor error 106 appeared on the carto 3 system while the stsf catheter was connected. The cable was reseated and exchanged without resolution. The stsf catheter was exchanged, and the issues resolved, case continued successfully. The carto 3 system was operational. No patient consequences were reported. Additional information: the reporter could not be more specific on what section broke/separate. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The sheath was not being used on the patient, this occurred pre case. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001810 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)